Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Healthcare professional later reported cysts, which are not related to the device. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ cyst: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number -(B)(6).

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Healthcare professional later reported cysts, which are not related to the device. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Healthcare professional later reported cysts, which are not related to the device. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6a, h6. Clarification to d6a: partial implant date provided as 2017. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side rupture confirmed via MRI. Healthcare professional later reported cysts, which are not related to the device. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6a, d.9, h.3, h.6.